Event description:
It was reported that pump experienced malfunction code 6 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged pump replacement while customer declined an out-of-warranty loaner pump.